Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
It was reported that "while using the manta device, it could not be inserted into the manta sheath. Given the overall clinical situation of the subject, the user didn't want to replace the sheath again, and based on experience , he was able to manage the situation, so that the closure was completed successfully. Though the manta did not work as intended. The patient didn't suffer any harm, due to this event.

Manufacturer narrative:
The device was not returned for investigation. No product return evaluation could be completed. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a pci and impella pump procedure, a 14f ce manta was planned for closure in the right femoral artery. No issues were encountered advancing or withdrawing procedural sheaths. The physician encountered moderate resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The bypass tube did not buckle or bend when met with resistance. The physician did not want to replace the sheath and based on the physician's previous experience with the same situation, the physician was able to manage the situation and complete the closure successfully by pushing the bypass tube in and holding with the thumb, while the manta closure was being inserted into the sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.